Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); cat# 1650de; exp. Date: 02/28/2017; mfg. Date: 02/28/2016; battery issue; date received: 01/03/2017. Battery/(B)(4); cat# 1650de; exp. Date: 11/30/2015; mfg. Date: 11/30/2014; battery issue; date received: 01/03/2017. Battery/(B)(4); cat# 1650de; exp. Date: 03/31/2016; mfg. Date: 03/31/2015; battery issue; date received: 01/03/2017. Battery/(B)(4); cat# 1650de; exp. Date: 04/30/2017; mfg. Date: 04/30/2016; battery issue; date received: 01/03/2017. Battery/(B)(4); cat# 1650de; exp. Date: 02/28/2017; mfg. Date: 02/28/2016; battery issue; date received: 01/03/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25%. The controller and batteries were replaced from stock. The patient was doing fine the whole time.

Manufacturer narrative:
The reported event of premature switching events was confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of controller (con185006) log files revealed multiple premature switching events triggered by batteries (bat202349, bat205476, bat215101, bat215134 and bat217438). These premature switching events can most likely be attributed to momentary disconnections between the battery and controller. The manufacturer has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Battery - bat215134 - unique identifier (UDI) number: (B)(4), battery - bat202349 - unique identifier (UDI) number: (B)(4), battery - bat205476 - unique identifier (UDI) number: (B)(4), battery - bat217438 - unique identifier (UDI) number: (B)(4), battery - bat215101 - unique identifier (UDI) number: (B)(4).